Manufacturer narrative:
Insulin pump received with no up arrow button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling during testing. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer was unable to clear the button error alarm. The arrow keys were sticking and cycling through the carbohydrate units prior to a button error alarm. Customer's blood glucose level was 190 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.